Manufacturer narrative:
Concomitant medical products: product ID: dtma1q1 crtd, implanted: (B)(6) 2018; product ID: evolutr-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for possible high left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.